Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was previously noted that on (B)(6) 2017, an atrial lead was dislodged during a pulse generator replacement. The physician elected to not reposition the atrial lead during the procedure upon its dislodgement. On (B)(6) 2018, the atrial lead was explanted and replaced. The patient was stable before, during, and after the procedure.